Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported loss of connection could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetual rebooting functional testing was not performed due to perpetual rebooting. Opened receiver case, detached ui pcba and downloade. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.